Manufacturer narrative:
Device analysis and investigation is in-process.

Event description:
The physician tried to deploy an 8 x 40 stent. He had difficulty trying to deploy the stent and un-sheathed the catheter. The physician could not deploy the stent. The physician proceeded to remove the stent and tried a 9 x 40. He could not deploy the 9 x 40 stent. The physician decided to use two (2) competitor stents to finish the case. No harm to the patient was reported.

Manufacturer narrative:
Device analysis and investigation is in-process. Supplemental follow up report. A root cause investigation was conducted for this event which included a returned product visual and functional analysis, internal lot record review, and clinical case imaging review. The results indicate that this lot was processed without incident, and the device conforms to the specifications. A root cause for the non-deployed stent could not be found and either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device FDA code 67.

Event description:
The physician tried to deploy an 8 x 40 stent. He had difficulty trying to deploy the stent and un-sheathed the catheter. The physician could not deploy the stent. The physician proceeded to remove the stent and tried a 9 x 40. He could not deploy the 9 x 40 stent. The physician decided to use two (2) competitor stents to finish the case. No harm to the patient was reported.